Event description:
It was noted that the battery was depleted. The patient let the battery go dead because the stimulator was not effective for her at its highest level. The patient was going to have the stimulator explanted with next surgery in future per the patient. The patient decided to let the stimulator go dead in (B)(6) 2012. The patient had not been using the stimulator because she could not get used to it and had to keep it to work which was uncomfortable for the patient. The outcome was reported as ongoing with no further action needed. Interventions included therapy suspended. The event was related to the device or therapy and not related to the implant procedure. There was no signs or symptoms related to the event. The implantable neurostimulator (ins) would only help the patient¿s pain at the highest levels but it would then cause her to be unable to walk because it was so high, so the patient would have to turn it down and that wasn¿t effective enough for her pain level.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).